Event description:
During a laparoscopic splenectomy clip applier failed to fire and the tip of the applier tore the splenic vein. Result was the laparoscopic procedure changed to a laparotomy with splenectomy.